Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to put the pump into storage mode and return it to tandem using a pre-paid label. A replacement pump with updated software was sent, and a backup insulin pump will be used in the interim to ensure continuous insulin delivery.